Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system faults were due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk anaylsis for these failure modes concludes that the risk is acceptable.(B)(4)

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it displayed system fault messages.the device was not in use when the fault occurred, therefore, there was no patient involvement.